Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty surgery due to some unspecified reasons. Intra-op, while filling of cement into the patients vertebra the doctor could not remove the needle from the patient. The handle broke off from the cannula leaving the tubular metal stuck in the patients vertebral body. The doctor attempted to remove with vice grips but the metal just broke apart. Doctor then cut down the metal to below the skin and the patient sent to the operation room. In the operation room they tried removing the needle but it would not budge so they proceeded to cut it down and leave it within the pedicle of the vertebral body.